Event description:
The customer reported via phone call that the insulin pump experienced a prime rewind anomaly. The customer stated that, while he changed the infusion set, the insulin pump became stuck in the priming process. The customer's blood glucose was 147 mg/dl. He reported that insulin was squirting out during the manual prime process. He stated that he was unable to exit the preparing to prime loop. He was advised to hold down the act until he received the second series of beeps and/or numbers appeared on the display. He reported that the insulin pump did not do as expected. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received unable to prime during the prime/a33 test due to protruded loose drive support disk. The insulin pump has minor scratched display window, cracked reservoir tube lip, cracked battery tube threads and missing the end cap sticker.